Event description:
It was reported that a pt experienced a corneal ulcer in the left eye associated with the use of the lens care solution. No other info was provided. Add'l info received on (B)(6) 2014, stated the pt was treated with two types of antibiotic eye drops four times a day and is recovering as of (B)(6) 2014. Add'l info has been requested.

Manufacturer narrative:
No lot code or sample was provided by the customer; therefore specific lot info could not be evaluated. No root cause could be determined. (B)(4).